Manufacturer narrative:
Nine cadd cassette reservoirs of p/n 21-7302-24 were received without their original packaging and in used conditions. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no anomalies were detected. Functional testing was conducted by connecting each sample to a cadd® legacy plus pump and set to run. A balance was then used to test for accuracy. No discrepancies were detected, and each sample functioned as intended. No inaccuracies or other unusual functions were found. A review of manufacturing records for the provided lot number of 3762086 was conducted. No manufacturing-related root cause could be identified in relation to the reported event.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that more than the expected amount of medication was remaining in the smiths medical cadd medication cassette reservoir. It was reported that the cassette reservoir was filled with 100 ml of medical fluid with a reported delivery of "3.4 ml x 24h = 81.6ml." Per reporter about 30ml remained instead of the expected approximate 20ml. It was reported that subsequently the cassette was switched to the part number that had been used previously and the accuracy returned to "almost normal." No adverse patient effects were reported.